Event description:
It was reported that there was a critical alarm indicating that the pump motor was intermittently stalling. This was confirmed in the event logs. The patient has had three motor stalls. The first tone recovered after about 30 minutes. The second stall occurred in 2008, event logs indicated "stopped pump period may exceed tube set". This stall then recovered three days later, at 1123. The most recent stall occurred on the same day, at 1545 with no recovery recorded in the event logs. The report indicated that there was no magnetic interference with any of the pump motor stalls. The patient experienced increased baseline pain, weakness and lethargy. According to the manufacturer's device tracking system the pump was replaced. The pump was used to deliver morphine sulfate, concentration and dosages were not provided. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.